Event description:
The customer contacted physio-control to report that their device unexpectedly shut down twice. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse patient outcome reported. The customer was unable to provide any further information for the event or the patient.

Manufacturer narrative:
A third party service provider evaluated the device and the device's electronic records and verified the reported issue. Worn battery pins increase the resistance of the input power path, which can cause the device to unexpectedly shutdown during high current functions such as printing. A voltage measurement was taken which confirmed that the battery pins were causing an increase resistance input to the power path, thus causing the reported issue. Normal device operation was observed through a performance inspection procedure and the device was returned to the customer.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut down twice. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse patient outcome reported. The customer was unable to provide any further information for the event or the patient